Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 3/30/2017 with the following findings: the battery compartment is cracked at the case seal.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked compartment. This report is made based on the results of an investigation completed on 03/30/2017.